Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient called and indicated patient had regular program check, the device was not pacing, and physician judged lead was fractured. Approximately three days later x-ray examination confirmed lead fracture. Physician advised to replace the device. No action taken at present and no patient complications reported. Patient called to consult reason for the event, and advised to follow physician's advice. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.